Event description:
During follow-up, a loss of capture was observed on the left ventricular (lv) lead due to dislodgement. The issue was temporarily resolved by reprogramming the device to right ventricular pacing. At the patients subsequent follow-up, diagnostic imaging was performed and confirmed lv lead dislodgement. The issue was resolved by explanting and replacing the lv lead. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture was observed on the left ventricular (lv) lead due to dislodgement. The issue was temporarily resolved by reprogramming the device to right ventricular pacing. The issue will be resolved by revising the lead. The patient was in stable condition and experienced no adverse health consequences.